Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was "high", although specific value was not provided on (B)(6) 2026. Customer did not recall how they addressed the elevated bg. No assistance from a third party was required. To resolve the issue the customer changed the infusion set and cartridge. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.